Event description:
Ophthalmic innovations international (oii) received a report on may 2001 that a model sp-65a intraocular lens had opacified. No additional information was provided until sept. 01, when it was reported that the lens had been explanted. According to the report, the opacification was very noticeable inside the eye, however, the lens was clear when explanted.